Event description:
It was reported that the patient¿s ¿stim doesn¿t work anymore¿ as of ¿about a month ago.¿ it was noted the patient has not felt stimulation and ¿it just doesn¿t turn on.¿ it was also reported that the patient programmer was blank. The patient did not know when she last changed the batteries.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).